Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent two laparoscopic procedures ((B)(6) 1997 and (B)(6) 2007), and a power morcellator was used both times. In (B)(6) 2014 a pelvic ultrasound revealed a pelvic tumor which was excised on (B)(6) 2015. Ongoing surveillance of her pelvis revealed leiomyosarcoma and has been diagnosed with cancer of the lung and breast.